Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was revealed that the right atrial lead exhibited multiple episodes of atrial lead noise. The lead noise was not reproducible with isometric exercises. The patient denied having any procedures in the previous months. Programming changes were made. The patient was stable.